Event description:
It was reported that during an unknown procedure, it was observed that the stapler did not close for firing. They tried two different cartridges and did not work. Another stapler was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 05/29/2025. D4: batch #388d27. B3: only event day and year known. Investigation summary: the product was returned for evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a 6r45b reload loaded in the device and a second tr45w (b) reload present. The reload loaded was received partially fired 1/10 and the reload (b) was received partially fired 1/2 with the reload lockout spring damaged. The condition of the reloads received is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event could not be confirmed as the device opened and closed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event, it should be noted that when the anvil jaw will be unable to close if the reload is either missing or not correctly positioned within the reload jaw. If you experience significant resistance when pressing the closing trigger, it¿s essential to verify that the reload is properly inserted and that the alignment tab is securely fitted into its notch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ats45 with lot number 401d52; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 388d27, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.